Manufacturer narrative:
This information was reported in FDA report number 3008973940-2025-08964. Any new updates to be included in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced premature battery depletion. The icm was removed and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. An alysis of the hybrid revealed the device was confirmed to be at an eos condition. The battery voltage was below the level that would support telemetry. No hybrid current drain anomalies were observed that would account for the battery depletion. Analysis of the b attery revealed excessive cathode material leaked from the end of the cathode pellet through the opening for the cathode current collector tab. This material was found near the ft pin, potentially creating a conductive bridge between the cathode-potential feedthrough pin and the anode-potential cover, which could lead to an internal current drain and battery depletion. Destructive analysis also revealed plated lithium deposition on the feedthrough glass. Evidence of plated lithium in the feedthrough region indicates an internal leakage current due to conductive lithium path as a likely cause of premature battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During an internal review of data, it was identified that the implantable cardiac monitor (icm) depleted prematurely. The icm remains in use. No patient complications have been reported as a result of this event.